Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1/d2a/d2b, d4, g3, h4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear, femoral loosening, and tibial loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 134 months after a left total knee replacement procedure, the underwent a revision procedure to address prosthesis wear, grooving and delamination of the patella resulting in a grossly loose tibial component as well as loosening of the femoral component. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-02816, 1038671-2024-02817, 1038671-2024-02818 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear, femoral loosening, and tibial loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Updated fields: a2, a3, b5, b7. Corrected fields: d4, d10, g2, g5, h6: clinical code. D10: ((B)(6)) 204-04-32 - trapezoid tibial tray sz 3f/2t. ((B)(6)) 234-02-03 - optetrak asy,ps cemented femoral, sz 3. ((B)(6)) 200-02-38 - three peg patella 38mm.